Event description:
It was reported that the pump keeps giving an ¿overpressure¿ alarm. There was unknown patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.